Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
Incident (required intervention). Anticipated. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1617, awareness date 24-oct-2015). It refers to a female consumer of unspecified age in (B)(6) who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. The pain which woke her from the operation to put the devices in, was excruciating. She stated she was too busy to notice the foggy head and sharp headaches that had started. Two days after, she had the 3 month check to see if her tubes had sealed the essure in, she began to bleed (which was odd as she had only just had her period 5 days before) and never stopped bleeding for nearly 2 months. She lost a clot the size of her hand and was bleeding really bad. When she had the 3 month check through the vaginal canal with ultrasound they could not see the essure, so they were poking around and she believed this action shifted the essure, piercing a blood vessel causing the bleed. She avoided penetration while she was waiting for the essure to become sealed in, so since she had had them in, they had not been disturbed until the ultrasound. The consumer stated she was too ill to take care of her 3 children. She also started losing hair and a previous psoriasis problem went completely out of control on her scalp, which she felt like her scalp was on fire. Her skin developed flat warts all over her thighs and legs and rash. She also had a lump on the top of right thigh that was not there before. She had a constant rash all under the skin on face, and she also had a lump removed from her breast in (B)(6) 2014. The lump, which had never been a problem had suddenly started to hurt and got much bigger and had cell change so it had to go. It was 5 cm in length and they removed surrounding tissue. The consumer had essure removed on (B)(6) 2014. When during removal, one of the coils (the spring looking part) was almost straight where the surgeon had to pull it hard from wherever it had migrated to. She was still sporadically losing her hair since removal. While she was doing some exercise, she felt a sharp pain in her left side that remained until removal and was still giving her problems. She was also suffering with her joints and she was injuring herself too easily along with lengthy recovery. She was feeling very weak. She cried a lot, mostly through being in pain and feeling fragile. She had always been very active. All events were considered related to essure. Follow-up received on 05-nov-2015: (B)(4). Company casuality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented sharp pain on the left side and bleeding. In addition, during three months check and removal procedure, they could not see essure, it migrated. These events seen as pelvic pain, genital haemorrhage and device dislocation respectively, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure. Also, there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. Considering their nature and implied temporal relationship, causality with essure use cannot be excluded and since essure removal was required (implying surgical intervention) this case is regarded as incident. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint investigation received on 02-dec-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-dec-2015 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented sharp pain on the left side and bleeding. In addition, during three months check and removal procedure, they could not see essure, it migrated. These events seen as pelvic pain, genital haemorrhage and device dislocation respectively, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure. Also, there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. Considering their nature and implied temporal relationship, causality with essure use cannot be excluded and since essure removal was required (implying surgical intervention) this case is regarded as incident. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.